Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as device availability is unknown. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article "premature structural failure of trifecta bioprosthesis in midterm follow-up: a single-center study" authors hassan kattach et al, the following complaint was identified: unknown model valves were explanted and replaced after unknown implant durations due to severe and moderate patient prosthesis mismatch (ppm).

Manufacturer narrative:
H10: additional narratives: updated h6 per new information received.